Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('abnormal bleeding (general) / terrible bleeding/ large clots,general abnormal bleeding') in an adult female patient who had essure (batch no. 976393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for contraception: mirena in 2002. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / lower abdominal pain"), menorrhagia ("abnormal bleeding menorrhagia,menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction / possible allergic reaction,hypersensitivity/allergic or hypersensitivity reaction: rashes, but no confirmed nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower had not resolved and the pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, rash, fatigue, vaginal discharge, abdominal pain, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: lot number were added. Event hypersensitivity updated to rash. Height were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('abnormal bleeding (general) / terrible bleeding/ large clots,general abnormal bleeding') in an adult female patient who had essure (batch no. 976393-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for contraception: mirena in 2002. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / lower abdominal pain"), menorrhagia ("abnormal bleeding menorrhagia,menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction / possible allergic reaction,hypersensitivity/allergic or hypersensitivity reaction: rashes, but no confirmed nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower had not resolved and the pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, dermatitis allergic, fatigue, vaginal discharge, abdominal pain, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-nov-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 976393-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii and parity 3. Previously administered products included for contraception: mirena in 2002. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general) / terrible bleeding/ large clots,general abnormal bleeding"), abdominal pain lower ("lower abdominal pain / lower abdominal pain"), menorrhagia ("abnormal bleeding menorrhagia,menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction / possible allergic reaction,hypersensitivity/allergic or hypersensitivity reaction: rashes, but no confirmed nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain") and infection ("infections") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower had not resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, menorrhagia, vaginal haemorrhage, dermatitis allergic, fatigue, vaginal discharge, abdominal pain, dysmenorrhoea, pelvic pain and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-may-2020: pfs received. Reporter's information added. Event: miscarriage ,infections were added. Pregnancy outcome were updated from not reported to spontaneous abortion.event: genital hemorrhage and pregnancy was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('abnormal bleeding (general)/ terrible bleeding/ large clots, general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2002 to (B)(6) 2002. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / lower abdominal pain"), menorrhagia ("abnormal bleeding menorrhagia,menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), hypersensitivity ("allergic or hypersensitivity reaction / possible allergic reaction,hypersensitivity"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower had not resolved and the pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, fatigue, vaginal discharge, abdominal pain, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: following events were added: dysmenorrhea (cramping), pelvic pain. Reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.